Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a hematoma at the pocket, and the pocket was washed out on (B)(6) 2024. The hematoma wash was not normal post-procedure wound management, and, in the opinion of the physician, the hematoma was unusual for the procedure. The patient continued to have non-blood fluid accumulating at the ipg pocket. A revision procedure was performed on (B)(6) 2024 to wash out the pocket site and move the ipg to a submuscular placement. It was also stated a drain placement was possible.

Manufacturer narrative:
Updated. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a hematoma at the pocket soon after implant, and the pocket was washed out on (B)(6) 2024. A wound vac was placed. The hematoma wash was not normal post-procedure wound management, and, in the opinion of the physician, the hematoma was unusual for the procedure. The patient continued to have non-blood fluid accumulating at the ipg pocket after the wound vac was removed, and the physician diagnosed a seroma. A culture of the fluid was performed and returned as pseudomonas. The patient requested an explant. A procedure occurred on (B)(6) 2024 where the barostim system was removed, and a drain was placed. As of on (B)(6) 2024, the patient continued to have fluid collection and the drain remained in place.

Manufacturer narrative:
As the death was not caused or contributed to by the barostim system or event in the opinion of the physician. There is no alleged malfunction against a cvrx device related to the death, therefore the death does not meet the definition of a complaint. As such, the death is not included as part of the regulatory report or coding. However, due to the death, the event will be unable to be resolved. Cvrx ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a hematoma at the pocket soon after implant, and the pocket was washed out on (B)(6) 2024. A wound vac was placed. The hematoma wash was not normal post-procedure wound management, and, in the opinion of the physician, the hematoma was unusual for the procedure. The patient continued to have non-blood fluid accumulating at the ipg pocket after the wound vac was removed, and the physician diagnosed a seroma. A culture of the fluid was performed and returned as pseudomonas. The patient requested an explant. A procedure occurred on (B)(6) 2024 where the barostim system was removed, and a drain was placed. As of (B)(6) 2024, the patient continued to have fluid collection and the drain remained in place. The patient passed away on (B)(6) 2024 due to end stage heart failure and cardiogenic shock. In the opinion of the physician, the death was not caused or contributed to the cvrx system or procedure or the hematoma/seroma.